Event description:
The technician reported the brakes are not holding when in brake mode. The stretcher was located on the 1st floor at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The technician found the brake pads are not making contact with the wheels due to normal wear and tear. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 and 2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician adjusted the brake pads to resolve the issue. Based on this information, no further action is required.